Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a month after the dental implant and temporary bridge were placed in ada site 20, the implant had not yet achieved osseointegration. Clinician noted peri-implantitis, infection, poor bone quality/quantity, biomechanical overload and bone resorption. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that a month after the dental implant and temporary bridge were placed in ada site 20, the implant had not yet achieved osseointegration. Clinician noted peri-implantitis, infection, poor bone quality/quantity, biomechanical overload and bone resorption. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).